Event description:
The cryoablation procedure had concluded. The catheter was removed from the sheath per protocol. The physician was then removing the sheath and noticed that a foreign object on the ice monitor was viewed, located on the right side of the heart. This .5cm object was not noted on the tee pre-procedure. The foreign object in the ra was determined to be a clot. No clot was noted in the la. Patient was anti-coagulated per the ep lab's standard during the procedure. The patient's vital signs were stable. Patient awakened per the anesthesia team and no deficits were noted during this assessment. Patient moved all extremities, oriented to person, time and place, appropriate speech pattern, hand grips and foot presses were equal bilaterally. Patient's status was unchanged on (B)(6) 2012. Anti-coagulation therapy was being initiated two hours post procedure for this patient. The patient returned to the physician's office (B)(6) 2012, for follow up and patient had no deficits or effects related to the procedure. He initially had difficulty with his speech which was not identified to a root cause. The physician stated that he could not determine if it was related to the procedure itself or from the anesthesia that the patient was administered during the procedure. Patient was back to his normal, pre-procedure state at this follow up visit with the physician.

Manufacturer narrative:
No product has been returned for analysis. Bin files were analyzed and do not show any system notice for the date of case. Bin files show that at least 18 injections were performed with the catheter. There was no indication of product malfunction. This report will be recorded and trended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.